Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, a diagnostics anomaly was observed upon pulse generator interrogation. The device was interrogated the next day and normal values were observed.